Manufacturer narrative:
(Off label vascular use; incorrect removal). Evaluation summary - the absolute pro stent delivery system (sds) was returned with blood in the distal sheath, on the shaft and on the handle. There was also contrast in the distal sheath. The blood and contrast observed would be expected for an sds that had advanced within a patient. The sds also displayed major damage to the entire catheter. The stent holder was bunched, wrinkled, and stretched distal to the distal marker. The distal end of the stabilizer sheath was torn and wrinkled. It was separated and torn at the proximal end next to the strain relief. The strain relief tubing was also separated distal to the nose piece and had a major kink 4cm distal to the handle nose piece. An attempt was made to backload and frontload a new .035 guide wire but the due to the damaged neck and stretched area of the stent holder, the guide wire was blocked from advancing. In addition, the stent implant was deployed and was returned inside the proximal end of the returned introducer sheath. Upon opening the handle, the rack was fully retracted in the proximal position which would be expected when fully deploying the stent. It was referred to in the incident that the stent had been partially deployed prior to withdrawing the sds into the introducer sheath. A partially expanded absolute pro stent outside diameter would normally not fit into an introducer sheath with a 6 fr inside diameter. A specific cause for the stent being deployed in the introducer sheath could not be determined. A partially expanded stent could not enter the introducer. There were no manufacturing issues observed. It was reported that a click was heard and the thumbwheel froze. Upon opening the handle, it was observed that the rack within the handle was fully retracted, which would be expected when deploying a stent. The product was returned with major damage and was un-testable. Engineering was unable to confirm the sound reported and was unable to confirm the frozen thumbwheel. The incident also reported that the handle was opened using wire cutters to attempt to deploy the stent. The instructions for use state that if unusual resistance is felt at any time during stricture access, the introducer sheath or guiding catheter and stent system should be removed as a single unit. Applying force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The opening of the handle is not an option listed in the instructions for use. Per the IFU, the absolute pro biliary self expanding stent system is intended for palliation of malignant strictures in the biliary tree. There was no reported sds damage prior to the attempted stent deployment. The lot history record (lhr) was reviewed and no non-conformities were identified. A query of the complaint data base showed no previous incidents for this part number lot number combination. The lhr reliability engineering on-line test data for all shaft tensile pulls and stent deployment force testing met product specification. There were no manufacturing issues observed for the shaft separations or shaft damage. During manufacturing, all sds shafts are 100% visually inspected for damage. The damage observed on the absolute pro sds is procedural related.

Event description:
Device malfunction: thumbwheel froze; partially deployed stent. Time of malfunction: during the procedure. Symptoms/ae: required intervention. It was reported that during a stenting procedure in the superficial femoral artery, after the absolute pro stent was partially deployed in the target lesion, a click was heard and the thumbwheel on the stent delivery system froze. The stent could not be deployed further. The handle was mechanically opened with a wire cutter and an unsuccessful attempt was made to manually deploy the stent. The stent delivery system with the partially deployed stent was pulled back into the sheath and removed as one unit from the anatomy. Another absolute pro stent was successfully deployed in the proximal end of the lesion. There was no adverse patient sequela. Though requested, there was no additional information provided.